Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) evaluated unit, checked and tried to calibrate the touch screen but it failed for more than 10 times. Fse suspected the problem might be with video generator board. Swapped a testing spare with suspected video generator board and retried the touch screen calibration for few times and the calibration passed. Re-fxed the suspected video generator board and done the touch screen calibration for few times and successfully done the calibration and rectified the reported issue. Unit handed over to the customer with satisfactory working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a power up error code #6. There was no patient harm reported.